Manufacturer narrative:
Initial MDR made in error - cancel- duplicate to (B)(4).

Event description:
Cancel- duplicate to (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was occluded. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Currently we experienced IV filter. Clogged 3 times at the xxxx. The total. Infusion time is 4 hours and the filter. Clog occurred around 3rd hour. (Twice) and 1st hour (once).